Event description:
It was reported that a dexcom g7 sensor was inserted and providing glucose readings in the dexcom app, but the ilet did not receive cgm data and displayed a dosing-stops-soon notification, indicating a communication and pairing failure between the cgm and the ilet. Symptoms included no ilet cgm readings and an impending automated insulin dosing stop; a concurrent fingerstick glucose value of 97 mg/dl was obtained. Outcomes included interruption of automated insulin dosing. Investigation included guided troubleshooting and user education, including verifying sensor type settings, toggling from g6 to g7, re-entering the pairing code, and advising a waiting period for data to resume. Investigation of this case revealed a likely bluetooth pairing or configuration issue localized to the ilet interface. It was concluded that the event was related to a cgm-to-pump communication failure with resolution steps provided and monitoring advised.